Event description:
The customer reported that the maximum dose was too high in normal mode.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.